Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical study patient underwent exchange of insert and patella resurfacing to address pain.

Manufacturer narrative:
Additional narrative:the initial report filed in connection with this complaint is being rejected, because it has been identified as a duplicate of a previously-submitted report, 1818910-2016-19438.